Manufacturer narrative:
(B)(4). This report has been filed against an international product that has a similar product (1l79) distributed in the us an investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that one patient sample (confirmed positive for the architect anti-hcv assay) generated a negative result after using a new reagent bottle of the same lot. The negative result was reported out of the lab. The sample was then retested with another reagent bottle and a positive result was generated and was reported out as a correction for the previous false negative result. The customer is questioning the difference between the two reagent bottles. No impact to patient management was reported.

Manufacturer narrative:
Internal identifier(s): =(B)(4) the returned reagent kit of the architect anti-hcv list number 6c37-25, lot number 87749hn00 was tested according to the manufacturers instructions and no human igg contamination in the conjugate of the returned kit was detected. The returned kit was also tested with calibrators and controls on three different instruments. The calibration met instrument specifications and positive control values were slightly lower compared to the positive control results obtained with the retained sample kit. The customer was advised to follow the storage instructions and handling precautions according to the assay package insert. Based on the evaluation results, no malfunction or product deficiency were identified related to this product.